Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was 4 way valve not shifting and was returned. Additional malfunctions were pilot valve not shifting, tie wraps defective, and heat exchanger leaking.